Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a lead revision procedure (related manufacturer reference number: 1627487-2023-04098) the patient aspirated and the procedure was abandoned. The patient experienced no symptoms and has recovered from the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.